Manufacturer narrative:
(B)(4). (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: unknown. Batch no: unknown. It was reported that pediatric burns with cyanoacrylate glue. Verbatim: chloraprep- pediatric burns with cyanoacrylate glue: an inconspicuous danger. Please find attached full text article containing an icsr regarding chlorhexidine (olu), country: (B)(6). Doin: (B)(6) 2021. Reference detail: pediatric burns with cyanoacrylate glue: an inconspicuous danger carvalho c., marinho a.s., barbosa-sequeira j., correia m.r., carvalho f., banquart-leitão j., morgado h. Journal of burn care and research (2021) 42:5 (1047-1049). Date of publication: 1 sep 2021.